Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3166520. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. Batch number [3166520] was not found for material number [(B)(4)]

Event description:
It was reported that bd iag bc pro global leaked blood. The following information was provided by the initial reporter: the valve in the cannula is not working and blood is flowing out